Event description:
It was reported that this right ventricular lead was explanted due to oversensing and loss of capture approx. 23 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a fracture of the inner conductor coil between the ring electrode and the lead tip was found. This damage can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state such as excessive flexing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.